Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The root cause of limb ischemia could not be determined as insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male was implanted with an impella cp device for mechanical circulatory support. The patient experienced limb ischemia in the right leg. The physician added nitro paste and warm blankets to right foot and continued to monitor. The impella cp was weaned and explanted and pulses could be heard with the doppler.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury" this report is being filed as part of a retrospective review of historical records.